Event description:
It was reported that the tips of the instrument could not meet or grasp. Although the instruments were used in surgery, no patient complications were reported.

Manufacturer narrative:
(B) (4): the lower jaw is cracked at the center of the pivot pin, and is bent out of alignment with the upper jaw. The location, direction, and amount of force required in order to induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. The above observations are consistent with misuse, resulting in the foregoing event.